Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error and insulin pump stopped working. The blood glucose was 76 mg/dl at the time of the incident. Customer stated that, they are not able to rewind the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.